Event description:
Fistula: the pt is a 40 year old male with a long history of crohn's disease status with multiple prior surgeries including ileocolectomy and sigmoid colectomy/hartmann's procedure. The pt had two prior episodes of right retroperitoneal/psoas abscess, treated with antibiotics and percutaneous drainage. The pt initially refused surgery in 10/98 until he experienced recurrent abscess and developed small bowel fistula to retroperitoneal abscess. The pt's past history also includes tetralogy of fallot and repair with aorta valve replacement x3. The pt was placed on chronic coumadin. He was also on 10mg prednisone each day. On 99 the pt underwent exploration, excessive lysis of adhesions and small bowel resection x2 including relocation of colostomy and cholecystectomy. At this time five sheets of seprafilm were placed at the anastomosis incision and lateral abdominal walls. On 5/7/99 the pt had enteric drainage/fistula from wound, initially 500cc/day decreased to 200cc/day for three days. Then 50-75 cc for one day. The pt was then placed on sandostatin, total parenteral nutrition, and cannot ingest food by mouth. The reporting physician reported the event as possibly related to the use of seprafilm.